Event description:
Rn hung new propofol at 0410. Within a half hour, patient became unexpectedly hypotensive with a drop in mean arterial pressure (map) via art line. Rn assessed patient, troubleshooted devices, and paused drips. While propofol channel was paused, rn noticed it was still administering medication to the patient. The infusion rate was programmed correctly reflecting the medication administration record (mar) order. The channel was swapped out and is available for pick-up in picu office 10-415 across from bedspace 27. Internal rl# (B)(4).